Manufacturer narrative:
Concomitant product: ddbb1d4, implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to sensing integrity counter (sic) and impedance increase and variation. Oversensing/noise was seen on the electrogram. Fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.